Manufacturer narrative:
The customer¿s report of the set leaking at the y-site smartsite was confirmed. During visual inspection it was noted that the proximal smartsite below the check valve appeared to have damage to the piston. Further evaluation under magnification noted that the rubber piston had a puncture hole consistent with being punctured by a needle or other sharp object. Functional and pressure testing confirmed leaking at the port. The cause of the customer¿s report of a leak was identified as a damaged smartsite piston. The root cause of the damage is unknown.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the set was leaking during a heparin infusion at the y-site below the silicone pumping segment. There is no report of patient harm.